Manufacturer narrative:
Unit returned with its original pouch. The unit returned has the distal tip damaged, as part of overall visual revision. The device has the distal section kinked. Overall length, od distal tip, od middle of the device, and proximal section od are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the left anterior descending artery. A 185cm j tip pt guide wire was advanced to cross the lesion and broke off during the procedure. The wire was left inside the patient and the procedure was not completed since neither a balloon nor a stent were able to pass. The physician decided to treat the patient with medications. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the left anterior descending artery. A 185cm j tip pt²¿ guide wire was advanced to cross the lesion and broke off during the procedure. The wire was left inside the patient and the procedure was not completed since neither a balloon nor a stent were able to pass. The physician decided to treat the patient with medications. No further patient complications were reported and the patient's status was stable.